Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not recognized. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen was not recognized. The biomed also reported the touchscreen was unable to be calibrated. A philips authorized service provider (asp) went onsite and confirmed the reported issue. The philips asp was also unable to calibrate the touchscreen. The philips asp then replaced the touchscreen and confirmed the reported issue was resolved. The philips asp replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.